Event description:
It was reported that prosthetic screw fractured. Removed and replaced site 30.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain gold-tite tm hexed screw) for evaluation. Visual evaluation was performed. Fracture identified at head of the screw. DHR review was completed for the subject lot number 1238874. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1238874 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev 22, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.